Manufacturer narrative:
It was reported that the device was returned due to patient death with no alleged malfunction. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No complaint was received with the return of the device. Failure event observed during analysis. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
This report is to advise of an event observed during analysis.